Event description:
It was reported that the patient's vns was programmed off.

Event description:
It was reported via clinic notes received that the patient's vns leads were broken and needed to be replaced and that the vns generator, which was "loose" under his arm, needed to be relocated. The notes stated that the impression based on recent chest x-rays were "disrupted electronically leads associated with vagus nerve stimulator implanted over the left chest and neck." A review of device history records revealed that the lead passed quality control inspection prior to distribution. It was later reported during a phone call for MRI precautions that, per x-rays, an approximately 10 cm gap was observed in the leads by the patient's clavicle and the generator was lower in the patient's chest between the 8th and 9th ribs. The x-rays have not been reviewed by the manufacturer to date. The migration of the generator was reported in MFR. Report #1644487-2019-02295. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.